Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple temperature alarms when the pump was plugged in to be charged. The alarms were not able to be cleared. The customer's blood glucose level was not impacted. The customer indicated they would temporarily revert to insulin injections to manage diabetes.